Event description:
The hcp reported the pt presented in 2005 with signs of an infection of the device pocket. These included fever, redness, and swelling. A culture of the device pocket was done. The results were unknown to the reporter. The pt was treated with both IV and oral antibiotics and total device system explant. The pt experienced no drug withdrawal. The pt outcome was reported as ongoing. The pt had a risk factor of diabetes.